Manufacturer narrative:
Additional information: the device safely removed from the patient. No intervention was required. A new guidewire was re-entered and the passage was expanded. No vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review three photographic images of cine images were received for analysis. The images are of the treatment of the patient¿s superficial femoral artery. The first image is from before treatment of the targeted vessel anatomy. The second image is of the superficial femoral artery and the length of targeted vessel anatomy to be treated. The third image is of the protégé everflex within the superficial femoral artery but has not reached the distal segment of the targeted vessel anatomy. In the image the outer sheath of the protégé everflex has moved proximally exposing the distal end of the stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a protégé everflex self-expanding stent with a 7fr non-medtronic long vascular sheath and non-medtronic guidewire during treatment of a 32mm calcified cto (chronic total occlusion-100%) in the patient¿s mid left superficial femoral artery (sfa). Slight vessel tortuosity and severe calcification are reported. Artery diameter reported as 5mm. Embolic protection was not used. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. Pre-dilation was performed with 3mm and 5mm pta balloons. The device was not passed through a previously deployed stent. Resistance was felt during advancement, excessive force was used during delivery attempt, but the stent did not reach the target area. The safety lock was not removed but it was found the stent was slightly dislodged. The device was removed from the patient. A 5mm balloon was used for father dilation and a second protégé everflex dev ice was opened and successfully implanted. The angiography showed that the shallow femoral lumen was restored, the distal blood flow was normal, and the patient's mental state was normal. The comprehensive assessment achieved the surgical effect and the operation was terminated. No patient injury reported.